Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\ pain'), menorrhagia ('abnormal bleeding(vaginal, menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in a 39-year-old female patient who had essure (batch no. 12265646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included palpitations, anxiety, pregnancy (18 weeks pregnant), gerd, cholecystectomy, mitral valve prolapse, stomach fullness, abdominal pain, multigravida and parity 5. Concurrent conditions included menometrorrhagia, enterocele, cervix inflammation, adenomyosis, endometriosis ablation, uterine retroversion, back pain and cervix cryotherapy (surgical: 2005 cryosurgery of cervix.). Concomitant products included hydrocodone, hydrocodone bitartrate;paracetamol (lortab), ibuprofen, nsaids since (B)(6) 2014, omeprazole magnesium (prilosec) and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2004, the patient had essure inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), depression ("psychological or psychiatric problems ¿ depression, anxiety and mental anguish") and anxiety ("psychological or psychiatric problems ¿ depression, anxiety and mental anguish"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), 8 years 5 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with alprazolam (xanax) and surgery (dilation and curettage on (B)(6) 2013 and total hysterectomy, surgical removal of coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy- date(s) of insertion- (B)(6) 2004, (B)(6) 2015 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: essure device was successfully occluded. (Per pfs) results: total bilateral occlusion.; on (B)(6) 2006: findings: contrast fills the endometrial cavity. There are occlusion catheters in the fallopian tubes. The fallopian tubes do not fill with contrast on this exam. There is no peritoneal spill seen, appearance is similar to the previous exam of 2/11105. No endometrial contour abnormality is seen.. Pathology test - on (B)(6) 2014: diagnosis: uterus and cervix, hysterectomy cervix: squamous metaplasia and chronic inflammation. Endometrium: secretory endometrium myometrium: superficial adenomyosis.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: chronic pelvic pain, dyspareunia, dysmenorrhea and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-aug-2019: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/pelvic pain/chronic'), menorrhagia ('abnormal bleeding(vaginal, menorrhagia)/bleeding/menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('abnormal bleeding (general)') in a 39-year-old female patient who had essure (batch no. 12265646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included palpitations, anxiety, pregnancy (18 weeks pregnant), gerd, cholecystectomy, mitral valve prolapse, stomach fullness, abdominal pain, multigravida and parity 5. Concurrent conditions included menometrorrhagia, enterocele, cervix inflammation, adenomyosis, endometriosis ablation, uterine retroversion, back pain and cervix cryotherapy (surgical: 2005 cryosurgery of cervix.). Concomitant products included hydrocodone, hydrocodone bitartrate;paracetamol (lortab), ibuprofen, nsaids since (B)(6) 2014, omeprazole magnesium (prilosec) and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2004, the patient had essure inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), depression ("psychological or psychiatric problems ¿ depression, anxiety and mental anguish/psych injury") and anxiety ("psychological or psychiatric problems ¿ depression, anxiety and mental anguish"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), 8 years 5 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder/urinary problems: other") and urinary tract disorder ("urinary tract disorder"). The patient was treated with alprazolam (xanax) and surgery (dilation and curettage on (B)(6) 2013 and total hysterectomy, surgical removal of coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, metrorrhagia, bladder disorder and urinary tract disorder had resolved and the genital haemorrhage, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy- date(s) of insertion - (B)(6) 2004, (B)(6) 2015 she received treatment for pelvic/ abdominal, chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse) and menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: essure device was successfully occluded. (Per pfs). Results: total bilateral occlusion.; on (B)(6) 2006: findings: contrast fills the endometrial cavity. There are occlusion catheters in the fallopian tubes. The fallopian tubes do not fill with contrast on this exam. There is no peritoneal spill seen, appearance is similar to the previous exam of 2/11105. No endometrial contour abnormality is seen.. Pathology test - on (B)(6) 2014: diagnosis: uterus and cervix, hysterectomy cervix: squamous metaplasia and chronic inflammation. Endometrium: secretory endometrium myometrium: superficial adenomyosis.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: chronic pelvic pain, dyspareunia, dysmenorrhea and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Events- abdominal pain, metorhagia (bleeding b/w periods). Bladder/urinary problems: other and urinary tract disorder were added. Event clubbed: psychological or psychiatric problems ¿ depression, anxiety and mental anguish/psych injury. Event outcome updated for: physical pain/pain/pelvic pain/chronic, dysmenorrhea(cramping), dyspareunia(painful sexual intercourse), abnormal bleeding(vaginal) and menorrhagia)/bleeding/menorrhagia (heavy menstrual bleeding). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/pelvic pain/chronic') and menorrhagia ('abnormal bleeding(vaginal, menorrhagia)/bleeding/menorrhagia (heavy menstrual bleeding)') in a 39-year-old female patient who had essure (ess205) (batch no. 12265646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included palpitations, anxiety, pregnancy (18 weeks pregnant), gerd, cholecystectomy, mitral valve prolapse, stomach fullness, abdominal pain, multigravida and parity 5. Concurrent conditions included menometrorrhagia, enterocele, cervix inflammation, adenomyosis, endometriosis ablation, uterine retroversion, back pain and cervix cryotherapy (surgical: 2005 cryosurgery of cervix.). Concomitant products included hydrocodone, hydrocodone bitartrate;paracetamol (lortab), ibuprofen, nsaids since (B)(6) 2014, omeprazole magnesium (prilosec) and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), depression ("psychological or psychiatric problems ¿ depression, anxiety and mental anguish/psych injury") and anxiety ("psychological or psychiatric problems ¿ depression, anxiety and mental anguish"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), 8 years 5 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder/urinary problems: other"), urinary tract disorder ("urinary tract disorder"), urinary tract infection ("uti") and post procedural complication ("post procedural complication"). The patient was treated with alprazolam (xanax) and surgery (dilation and curettage on (B)(6) 2013 and total hysterectomy, surgical removal of coils). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, metrorrhagia, bladder disorder and urinary tract disorder had resolved and the genital haemorrhage, vaginal haemorrhage, depression, anxiety, urinary tract infection and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy- date(s) of insertion- (B)(6) 2004, (B)(6) 2015 she received treatment for pelvic/ abdominal, chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse) and menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: essure device was successfully occluded. (Per pfs) results: total bilateral occlusion. On (B)(6) 2006: findings: contrast fills the endometrial cavity. There are occlusion catheters in the fallopian tubes. The fallopian tubes do not fill with contrast on this exam. There is no peritoneal spill seen, appearance is similar to the previous exam of 2/11105. No endometrial contour abnormality is seen. Pathology test - on (B)(6) 2014: diagnosis: uterus and cervix, hysterectomy cervix: squamous metaplasia and chronic inflammation. Endometrium: secretory endometrium myometrium: superficial adenomyosis. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: chronic pelvic pain, dyspareunia, dysmenorrhea and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: ppf received events " uti, post procedural complication" were added. Outcome of events "pain and bleeding" were updated as recovered. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/pelvic pain/chronic') and menorrhagia ('abnormal bleeding(vaginal, menorrhagia)/bleeding/menorrhagia (heavy menstrual bleeding)') in a 39-year-old female patient who had essure (ess205) (batch no. 12265646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included palpitations, anxiety, pregnancy (18 weeks pregnant), gerd, cholecystectomy, mitral valve prolapse, stomach fullness, abdominal pain, multigravida and parity 5. Concurrent conditions included menometrorrhagia, enterocele, cervix inflammation, adenomyosis, endometriosis ablation, uterine retroversion, back pain and cervix cryotherapy (surgical: 2005 cryosurgery of cervix.). Concomitant products included hydrocodone, hydrocodone bitartrate;paracetamol (lortab), ibuprofen, nsaids since (B)(6) 2014, omeprazole magnesium (prilosec) and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), depression ("psychological or psychiatric problems ¿ depression, anxiety and mental anguish/psych injury") and anxiety ("psychological or psychiatric problems ¿ depression, anxiety and mental anguish"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), 8 years 5 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder/urinary problems: other"), urinary tract disorder ("urinary tract disorder"), urinary tract infection ("uti") and post procedural complication ("post procedural complication"). The patient was treated with alprazolam (xanax) and surgery (dilation and curettage on (B)(6)2013 and total hysterectomy, surgical removal of coils). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, metrorrhagia, bladder disorder, urinary tract disorder and urinary tract infection had resolved and the depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy- date(s) of insertion-(B)(6) 2004, (B)(6) 2015 she received treatment for pelvic/ abdominal, chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse) and menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), , bladder or urinary problems. No. Of coils: on the left there were three coils evident at the tubal ostia. On the right there were four coils evident at the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: essure device was successfully occluded. (Per pfs) results: total bilateral occlusion.; on (B)(6) 2006: findings: contrast fills the endometrial cavity. There are occlusion catheters in the fallopian tubes. The fallopian tubes do not fill with contrast on this exam. There is no peritoneal spill seen, appearance is similar to the previous exam of 2/11105. No endometrial contour abnormality is seen. Pathology test - on (B)(6) 2014: diagnosis: uterus and cervix, hysterectomy. Cervix: squamous metaplasia and chronic inflammation. Endometrium: secretory endometrium. Myometrium: superficial adenomyosis. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: chronic pelvic pain, dyspareunia, dysmenorrhea and menorrhagia. Most recent follow-up information incorporated above includes: on 15-apr-2021: mr received. Reporter information added and rcc was updated. Case became medically confirmed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/pelvic pain/chronic') and menorrhagia ('abnormal bleeding(vaginal, menorrhagia)/bleeding/menorrhagia (heavy menstrual bleeding)') in a 39-year-old female patient who had essure (ess205) (batch no. 12265646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included palpitations, anxiety, pregnancy (18 weeks pregnant), gerd, cholecystectomy, mitral valve prolapse, stomach fullness, abdominal pain, multigravida and parity 5. Concurrent conditions included menometrorrhagia, enterocele, cervix inflammation, adenomyosis, endometriosis ablation, uterine retroversion, back pain and cervix cryotherapy (surgical: 2005 cryosurgery of cervix.). Concomitant products included hydrocodone, hydrocodone bitartrate;paracetamol (lortab), ibuprofen, nsaids since (B)(6) 2014, omeprazole magnesium (prilosec) and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), depression ("psychological or psychiatric problems ¿ depression, anxiety and mental anguish/psych injury") and anxiety ("psychological or psychiatric problems ¿ depression, anxiety and mental anguish"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), 8 years 5 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder/urinary problems: other"), urinary tract disorder ("urinary tract disorder"), urinary tract infection ("uti") and post procedural complication ("post procedural complication"). The patient was treated with alprazolam (xanax) and surgery (dilation and curettage on (B)(6) 2013 and total hysterectomy, surgical removal of coils). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, metrorrhagia, bladder disorder, urinary tract disorder and urinary tract infection had resolved and the depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discremptency- date(s) of insertion- (B)(6) 2004, (B)(6) 2015 she received treatment for pelvic/ abdominal, chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse) and menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), , bladder or urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: essure device was successfully occluded. (Per pfs) results: total bilateral occlusion.; on (B)(6) 2006: findings: contrast fills the endometrial cavity. There are occlusion catheters in the fallopian tubes. The fallopian tubes do not fill with contrast on this exam. There is no peritoneal spill seen, appearance is similar to the previous exam of 2/11105. No endometrial contour abnormality is seen. Pathology test - on (B)(6) 2014: diagnosis: uterus and cervix, hysterectomy cervix: squamous metaplasia and chronic inflammation. Endometrium: secretory endometrium myometrium: superficial adenomyosis. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: chronic pelvic pain, dyspareunia, dysmenorrhea and menorrhagia. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events abnormal bleeding(vaginal), gen. Bleeding, urinary track infection were updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/pelvic pain/chronic') and heavy menstrual bleeding ('abnormal bleeding(vaginal, menorrhagia)/bleeding/menorrhagia (heavy menstrual bleeding)') in a 39-year-old female patient who had essure (ess205) (batch no: 12265646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included palpitations, anxiety, pregnancy (18 weeks pregnant), gerd, cholecystectomy, mitral valve prolapse, stomach fullness, abdominal pain, multigravida and parity 5. Concurrent conditions included menometrorrhagia, enterocele, cervix inflammation, adenomyosis, endometriosis ablation, uterine retroversion, back pain and cervix cryotherapy (surgical: 2005 cryosurgery of cervix.). Concomitant products included hydrocodone, hydrocodone bitartrate;paracetamol (lortab), ibuprofen, nsaids since on (B)(6) 2014, omeprazole magnesium (prilosec) and paracetamol (acetaminophen) since on (B)(6) 2014. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems ¿ depression, anxiety and mental anguish/psych injury") and anxiety ("psychological or psychiatric problems ¿ depression, anxiety and mental anguish"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 8 years 5 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder/urinary problems: other"), urinary tract disorder ("urinary tract disorder"), urinary tract infection ("uti") and post procedural complication ("post procedural complication"). The patient was treated with alprazolam (xanax) and surgery (dilation and curettage on (B)(6) 2013 and total hysterectomy, surgical removal of coils). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, heavy menstrual bleeding, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, intermenstrual bleeding, bladder disorder, urinary tract disorder and urinary tract infection had resolved and the depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy date(s) of insertion on (B)(6) 2004, on (B)(6) 2015 she received treatment for pelvic/ abdominal, chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), bladder or urinary problems.. No. Of coils: on the left there were three coils evident at the tubal ostia. On the right there were four coils evident at the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2005: essure device was successfully occluded. (Per pfs). Results: total bilateral occlusion.; on (B)(6) 2006: findings: contrast fills the endometrial cavity. There are occlusion catheters in the fallopian tubes. The fallopian tubes do not fill with contrast on this exam. There is no peritoneal spill seen, appearance is similar to the previous exam of 2/11105. No endometrial contour abnormality is seen. Pathology test: on (B)(6) 2014: diagnosis: uterus and cervix, hysterectomy. Cervix: squamous metaplasia and chronic inflammation. Endometrium: secretory endometrium. Myometrium: superficial adenomyosis. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: chronic pelvic pain, dyspareunia, dysmenorrhea and menorrhagia. Lot number: 12265646, manufacturing date: 2004/10, expiration date: 2005/11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\ pain'), menorrhagia ('abnormal bleeding(vaginal, menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6)-year-old female patient who had essure (batch no. 12265646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included palpitations, anxiety, pregnancy (18 weeks pregnant), gerd, cholecystectomy, mitral valve prolapse, distension nos, abdominal pain, gravida ii and parity 5. Concurrent conditions included menometrorrhagia, enterocele, cervix inflammation, adenomyosis, endometriosis ablation, uterine retroversion, back pain and cervix cryotherapy (surgical: 2005 cryosurgery of cervix.). Concomitant products included hydrocodone, hydrocodone bitartrate; paracetamol (lortab), ibuprofen, nsaids since (B)(6) 2014, omeprazole magnesium (prilosec) and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2004, the patient had essure inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), depression ("psychological or psychiatric problems ¿ depression, anxiety and mental anguish") and anxiety ("psychological or psychiatric problems ¿ depression, anxiety and mental anguish"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), 8 years 5 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with alprazolam (xanax) and surgery (dilation and curettage on (B)(6) 2013 and total hysterectomy, surgical removal of coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy- date(s) of insertion - (B)(6) 2004, (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: essure device was successfully occluded. (Per pfs) results: total bilateral occlusion.; on (B)(6) 2006: findings: contrast fills the endometrial cavity. There are occlusion catheters in the fallopian tubes. The fallopian tubes do not fill with contrast on this exam. There is no peritoneal spill seen, appearance is similar to the previous exam of (B)(6). No endometrial contour abnormality is seen. Pathology test - on (B)(6) 2014: diagnosis: uterus and cervix, hysterectomy cervix: squamous metaplasia and chronic inflammation. Endometrium: secretory endometrium myometrium: superficial adenomyosis. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: chronic pelvic pain, dyspareunia, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2019: pfs and mr received: lot no. Was added. Reporters were added. Patient's demographic was added. New events- abnormal bleeding (general), dyspareunia, depression,mental anguish, abnormal bleeding(vaginal ,menorrhagia), dysmenorrhea, were added. One event outcome of pelvic pain was updated from unknown to recovering\resolving. Treatment drug was added. Concomitant drugs were added. Lab test was updated. Concomitant & historical conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.